Event description:
In 2009, the pt reported that, she had a blood sugar reading of 357 mg/dl a couple hours after a meal. Pt states she delivered a bolus of 6 units, but her blood sugar only went down to 299 mg/dl. Pt states that the next day, she had a blood sugar of 344 mg/dl, delivered a bolus of 5.0 units and checked again later and her blood sugar had only decreased to 329 mg/dl. The pt disconnected the tubing from the infusion site, delivered a bolus of 6.0 units, but no insulin dripped from the tubing. The pt delivered another 6.0 unit bolus and finally saw the insulin drip from the tubing. The pt did not believe the battery was causing the problem because the infusion device emitted the normal sound when delivering insulin. The pt woke up on the morning of report, with a blood sugar of 118 mg/dl which was within the acceptable range. The pt changed to a new infusion set and tubing on the morning of the same day. Later that afternoon, the pt delivered a bolus of 4.0 units for her lunch, but experienced a blood sugar of 355 mg/dl later in the day. The pt changed to a new battery again the same day. She disconnected the tubing from her infusion site and delivered a bolus of 6.0 units, but no drips came from the end of the tubing. The pt delivered another bolus of 6.0 units and saw about 9 drips from the end of the tubing. There were no error messages displayed on the pump during these hyperglycemia episodes. Pt changed the infusion sets and tubing three days prior and the same day of report. There was no blood, kinks or bends in the cannula of the infusion set when removed. Pt uses new cartridges every 3 days. Pt last changed the cartridge twice prior to report. She last changed the adapter 30 days prior. No air bubbles were visible in the tubing or cartridge. She had detected no leaks and had not smelled any insulin. Recommended an infusion device trainer to pt to help troubleshoot this issue, but she declined. Pt requested a replacement infusion device. Pt had not experienced any problems with the backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.